Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the display was not blank less than 30 seconds and did not return. Customer also stated the contacts on the battery cap are neither missing nor damaged. Insulin pump will not be returned for analysis.